Event description:
Affiliate reported that the patient was unwell and underwent scanning to investigate if the valve was still in working order. However, after scanning, there was no clear indication that the valve had been moved or broken. Patients symptoms did not improve and, therefore, taken to theatre for further investigation. It was then found that the valve was indeed broken, and the rubber casing had snapped/fractured at the housing. Patient was then re-shunted.

Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation, a follow up report will be filed.